Manufacturer narrative:
The delivery system was returned with clear surgical residue/debris on product. Visual inspection found the injector nosecone damaged. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The delivery system was returned with clear surgical residue/debris on product. Visual inspection found the injector nosecone damaged and lens stuck in the injector. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-3ai, 20.5 diopter, preloaded injector and the lens failed to advance in the injector.